Event description:
A report was received that the dbs patient was unable to charge the ipg. An xray displayed that the ipg had flipped in the pocket. The patient underwent a revision procedure where the ipg was flipped back into the proper position and sutured into place. The patient was able to charge postoperatively.